Event description:
It was reported that the patient with this electrode received an inappropriate shock and were hospitalized. Review of the system noted oversensing and high shock impedance measurements, so the field suspected the electrode was fractured. Tachycardia therapy was deactivated, and a revision procedure will be scheduled for next month. For now, the electrode remains in service and no additional adverse patient effects were reported.